Manufacturer narrative:
The service rep replaced the batteries. The system operates as intended.

Event description:
A service rep reported the generator batteries were caving in during pm procedure film shots.